Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to an infection (site of infection not confirmed) and electrode penetration into the external ear canal due to a defect of the bony ear canal. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.